Event description:
Patient's blood pressure alarm was alarming hypotension - map as low as 45mmhg. Upon entering the room, rn noticed blood on sheets and found the carefusion, tri-fuse extension set broken off. Pt was immediately dropped into a supine position, IV's were rearranged so that medication could begin infusing. Patient regained bp within normal limits within minutes of re-infusing pressors.